Event description:
Reporter from the USA reported that the cutter quickly became dull while it was being used in a case. The device was used in surgery. It is known that no patient/user injury occurred. It is unknown if medical intervention or a delay in surgery that occurred. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
Reliability engineering evaluated the devices, and the reported problem was not confirmed. The hardness and sharpness of the burs were found to meet specifications. The cutter flutes were observed to be loaded with bone debris, and therefore the device could no longer cut at the normal rate. This condition is indicative of using insufficient irrigation during dissection; sufficient irrigation must be employed in order to flush debris from the flutes during dissection. (B)(4).